Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed error code 67, however, there no such error code listed on the autopulse user advisory manual" was not confirmed during the platform's archive data review and functional testing. However, the autopulse platform showed multiple user advisory (ua)07 (discrepancy between load 1 and load 2 too large) in the archive and found that the load cell module 1 was under-reporting (defective), therefore; it is likely that the platform was displaying ua07 instead of error code 67. The root cause of the ua07 advisory message was the defective load cell # 1, likely due to mishandling such as a drop or defective component. During visual inspection, the battery cable connector was observed damaged, unrelated to the reported complaint. This observed physical damage is the characteristic of user mishandling, such as a drop. The damaged battery cable connector needs to be replaced to address the issue. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory messages around the customer's reported event date, confirming the reported complaint. No error code 67 recorded. The autopulse platform passed the preliminary functional test with no issues. However, during the load cell characterization test resulted that load cell module 1 was under-reporting (defective), thus confirming the reported complaint. The load cell module 1 needs to be replaced to remedy the fault. Further functional testing failed due to the fault code 27 (encoder fault) error message displayed upon powering up the platform, unrelated to the reported complaint. The root cause of fault code 27 error was due to a defective encoder gearbox, likely attributed to defective component. A defective encoder gearbox needs to be replaced to address fault code 27 error message. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, the customer reported that the autopulse platform (sn (B)(4)displayed error code 67, however, there no such error code listed on the autopulse user advisory manual. Patient's status information was requested but the customer did not provide a response.